Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the emergency room (ER) by paramedics and was subsequently hospitalized in the intensive care unit (ICU) due to a blood glucose (bg) level displayed as "low" on cgm. Cause was unknown. Customer attempted to self-treat by consuming carbohydrates to address the issue. During hospitalization, the customer was treated with intravenous fluids and glucose which resolved the issues. Customer was still in the hospital and declined a follow up to provide a release date. Tandem technical support recommended customer to consult with a healthcare provider to discuss diabetes management.